Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: the pump's black box showed an unexplained pump reboot event following a replace battery alarm. The pump was able to power on but the battery cap was unable to fully tighten. The battery compartment was cracked and the threads were damaged. There was evidence of moisture contamination inside the battery compartment. The pump was exercised for 24 hours with no power issues duplicated. There was evidence of additional moisture contamination on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.